Event description:
It was reported that the primary surgery took place in 2002. The pt explained that sometimes his knee will 'lock up'. The surgeon scheduled a revision to explore. We found the screw to be posterior in the knee, however, on the last x-rays it looks to be engaged within the baseplate. The pt's bmi is 27.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.